Event description:
It was reported that the insulin pump alarmed no delivery, failed battery test, and battery out limit. The blood glucose reading was 150 mg/dl at the time of the no delivery alarm. The customer reported that the alarm occurred due to an empty reservoir, and she was advised to change the reservoir, although this was a past event. The customer called again later, noting the battery out limit. The blood glucose reading was 205 mg/dl, and she was not in need of treatment. The customer was assisted with programming the insulin pump, since she had not used it for about a week. She was able to successfully complete the fill cannula process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.